Manufacturer narrative:
The reported complaint of error message "system error, out of service, revert to manual CPR" on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported error message was due to a defective system processor board as a result of an aging component. The autopulse platform was manufactured in january 2009 and has been operating for over 10 years, well beyond its expected serviceable life of 5 years. There was no physical damage observed on the autopulse platform during visual inspection. During archive data review, latch error 136 - invalid parameters block was identified on the date of the reported event. Thus, confirming the reported complaint. Initial functional testing could not be performed due to "system error, out of service, revert to manual CPR" message. To remedy this issue, a defective system processor board was replaced. After part replacement, the autopulse platform was re-evaluated. Platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial #(B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.